Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation a blurry image was found. Additional findings were as follows: the bending section cover glue has a crack, a leak from instrument channel, the forceps passage problem due to biopsy channel leaking, a water invasion to bending section and the low angulation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the entire screen becomes black and shows no images and was unable to restore ultrasound was giving a black image, nothing to see on the eves eus ultrasound bronchofibervideoscope during the procedure. There were no reports of patient harm or impact associated with the reported event.